Event description:
New information received noted that the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of over-sensed noise was confirmed. As received, a partial lead was returned in one piece, measuring 50.0 cm. Visual examination of the lead portion found an external insulation abrasion that breached the outer insulation and exposed the outer coil due to friction to the device can located proximal from the suture tie impressions. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient for in-clinic follow up for routine device check. Interrogation revealed episodes over-sensed noise exhibited by the right ventricular lead that began in 2017. The patient was asymptomatic and referred for further evaluation. No further interventions were reported.